Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: insulation failed . The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. Although the product passed the insulscan, the failure identified in the investigation is consistent with the complaint record because there were dents and scratches on the insulation. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.